Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer indicated a likely lead fracture as evidenced by severe bunching up of the lead body indicative of device manipulation. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated low impedance diagnostics results were obtained for a vns patient at an office visit. The reporter was advised to disable the vns and perform x-rays to assess the vns system. No trauma was reported, and it was reported the pt did not manipulate the vns. X-rays were received by the manufacturer which noted obvious twisting and bunching up of the lead upon review indicative of pt device manipulation. It is suspected the lead is damaged/broken in the twisted area. The pt later had vns lead and generator replacement surgery performed. The explanted lead and generator have been returned and are in analysis.